Manufacturer narrative:
Additional information - (reporter title and name).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was oversensing post-paced t waves. The device was reprogrammed to address the oversensing. The patient was in stable condition and there were no adverse effects.